Event description:
Info rec'd from co rep of device explant due to infection. On follow-up with health care provider, the pt had positive csf and pocket cultures for staphyloccus aureus. The pt was re-implanted with another device approx 2 mos after the initial device was implanted.